Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) that appeared on the homechoice (hc) during dwell three of four. The alarm had occurred during the night and the disposables had already been discarded. The technical service representative was unable to complete troubleshooting of the alarm. There was no patient injury or medical intervention associated with this event.